Manufacturer narrative:
The facility stated, they are not going to repair the bed at this time.

Event description:
Alleged the head and knee will go down unintentionally as soon as he released the switch.